Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause "no power supply. Incorrect fuse is blown" and the phenomenon "the fuse at the ac inlet of the power supply is burnt out" could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
No error messages that may have been observed because of the failure. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem.

Manufacturer narrative:
During evaluation, the following were found: the light sources would not turn on, the right and left sides of front panel was cracked, rear foot bent, rear panel was deformed, a blown fuse and charred fuse components on ac inlet of power supply that indicated bad power supply, the customer used incorrect fuse component, worn out scope socket and poor connection, igniter and iris cable needed to be upgraded, the non-olympus lamp life meter was reading at 200+hours, light intensity output measured out of range, the lamp lens has a stain and the lens base was cracked. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii xenon light source power switch could not be turned on. This had happened twice previously, and the biomedical technician replaced a blown fuse. This was the third time the issue has been sent to olympus for repair. The issue was found during the esophagogastroduodenoscopy and colonoscopy procedure. The procedures were diagnostic. The procedure was prolonged by 5-10 minutes as they had to switch out the olympus endo towers. The procedure was completed. There were no reports of patient harm.